Manufacturer narrative:
Subsequent efforts to collect additional information on this case and status of the patient remained unsuccessful. Minerva es labeling instructs the user to confirm the cervix is dilated to at least 7.0mm and if there is difficulty with handpiece insertion, clinical judgement should be applied to determine the need for further dilation. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. Perforation of the uterine wall and infection are both known potential adverse events of endometrial ablation procedures, as noted in the minerva IFU. Instructions for use (IFU) warnings and cautions include: use caution not to perforate the uterine wall when sounding, dilating, or inserting the minerva disposable handpiece. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious injury. If the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. Although designed to detect a perforation of the uterine wall, the uterine integrity test is an indicator only and might not detect all perforations. Clinical judgement must always be applied. If uterine perforation is suspected and/or confirmed, the procedure should be terminated immediately. The disposable handpiece used in this case was not returned; therefore, a failure analysis of the complaint device could not be completed. All surgical handpieces meet all qa specifications when released, including adequate sterilization. Since the disposable handpiece is provided sterile, it was unlikely to have been the source of the infection in this case. The minerva rf controller was returned for investigation. The minerva rf controller met all tested specifications.

Event description:
It was reported that, during an ablation procedure, the physician experienced difficulty with device insertion and deployment. Once inserted, the uterine integrity test (uit) was initiated and passed, which was followed by the start of the ablation cycle. At 11 seconds into the ablation cycle, the system declared an alarm and stopped. The device was removed, and diagnostic hysteroscopy was performed, during which a uterine perforation in the fundal region was noted. No evidence of thermal effect/injury was noted. Ablation procedure was aborted without any additional surgical interventions. It was later reported that a few days after the procedure the patient was hospitalized with infection.